Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a serial number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the iris nasogastric tube continues to break and is a defective product. The patient continue to experience malfunctions, leaks, breaks, and defects in this medical equipment. On the day of this incident, when attempting to administer medications, the plastic end of the nasogastric tube fell apart in the nurse's hand, without pressure or without fully connecting a syringe to any port. There was no patient injury reported. Per additional information received, the defective feeding tube was removed and a new feeding tube placed.